Event description:
It was further reported that the baseline angiography report noted the dissection occurred after pre-dilatation and lead to abrupt closure. The closure was treated with more balloon dilations and there was restoration of timi 3 flow prior to stenting. On the same day, baseline angiography for the mid right coronary artery target lesion noted a dissection after pre-dilatation. After stenting there was timi flow 3 and no residual stenosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that the patient experienced myocardial infarction and vessel dissection occurred. In (B)(6) 2013, patient presented with stable angina and was referred for elective cardiac catheterization which revealed 2 target lesions. Target lesion #1 was 80% stenosed, located in the 1st obtuse (ob) marginal artery with a reference vessel diameter of 3 mm and lesion length of 20 mm. The lesion was treated with pre-dilation using an unspecified balloon catheter and placement of a 3.00 x 20 mm study stent resulting to 0% residual stenosis. Target lesion #2 was 75% stenosed, located in the mid right coronary artery (rca)with a reference vessel diameter of 3 mm and lesion length of 12 mm. The lesion was treated with pre-dilation using an unspecified balloon catheter and placement of a 3.00 x 12 mm study stent resulting to 0% residual stenosis. On the same day, due to the tortuous nature of the vessel, a grade f dissection occured when the 3.00 x 20 mm study stent was being advanced for placement in the ob marginal. The dissection and the lesion were covered with the planned placement of the 3.0 x 20 mm study stent and no additional intervention was required. The following day, the patient experienced myocardial infarction. Cardiac enzyme elevation (peak ck-mb : 85 iu/l; uln: 25 iu/l) was consistent with protocol definition of mi. No action was taken for the event. The patient was discharged on dual antiplatelet therapy 4 days post-procedure.